Event description:
The customer obtained a nonreproducible, higher than expected vitros tropi es result from a single patient sample processed on a vitros eciq immunodiagnostic system. Vitros tropi es result of 0.786 ng/ml vs. Expected result of <0.012 ng/ml. The higher than expected vitros tropi es patient result was reported to a physician who requested a new sample be drawn from the patient. The customer confirmed there was no treatment altered or started due to the reported vitros troponin I es result. There was no allegation of patient harm made as a result of the event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros eciq immunodiagnostic system. Root cause for the event could not be determined, however the possibility that inappropriate pre-analytical sample processing or inappropriate maintenance had contributed to the result could not be ruled out entirely. The investigation found no evidence to suggest the customer's vitros troponin I es reagents or vitros eciq system had malfunctioned.